Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that it took longer to see drops at the end of the infusion set tubing during the fill tubing process. However, customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. Customer's blood glucose was 400 mg/dl. Reportedly, customer declined further troubleshooting with tandem technical support.